Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced glare and halos. The lens was explanted and replaced with monofocal lens in a secondary procedure. The clinical reason for the explant was positive dysphotopsia. Additional information was requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. The account indicated the use of a qualified cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. Each lens is subjected to a 100percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company model, 23.0 diopter, (1.5 extended depth of focus) lens was replaced with a monofocal, non company, 22.0 diopter lens. Additional information was provided that the patient had pre existing dry eye syndrome and blepharitis. Due to the exchange of an toric lens to a non toric lens, this may suggest that the replacement lens model was an improved choice for the patients vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).